Event description:
Reported as "port leak".

Manufacturer narrative:
Taper I. The access port and lap band associated with this report will not be returned as the device was not explanted. Only a piece of tubing was removed and returned for evaluation. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. Analysis of the tubing noted breakage of the tubing located near the stainless steel connector. The damage is consistent with ss connector cutting into end of tubing. This breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."